Manufacturer narrative:
A field service engineer (fse) went onsite and replaced both the blower assembly and motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has an overheating problem. Error code 1122 for high blower temperature occurred. It was reported there was no patient involvement at the time the issue was discovered.